Event description:
It was reported to philips that the customer was unable to perform exposures with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned surgical treatment was performed by the customer when the issue occurred, and the procedure was completed by moving the patient to another system. The philips field service engineer (fse) inspected the system on site and confirmed that the footswitch was not working; it couldn't be exposed. Upon troubleshooting, the fixing screw of the wired footswitch connector was broken. To resolve this issue, fse replaced the footswitch. The defective footswitch was returned to philips for analysis and found that that both locking screw thread ends were broken off and the front plate was slightly bent, and pickup bar was loose. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.